Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Based on the photo attached it was observed that the catheter was cut into 2 pieces. Unable to perform full investigation based on photo attached. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be manufacturing related due to operator error or user related or mishandling product or poor burning. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.]; do not pull the catheter hard. [The bladder or urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2021, an indwelling catheter was replaced on a male patient. The nurse inserted a catheter of about 10 cm but there was no outflow of urine hence the nurse injected about 4 ml of fixed water but there were resistance and water could not enter any more. The nurse decided to remove the injected fixed water (4 ml) however it could not pull the water out. After reporting this event to the attending physician and a urologist the catheter was cut and the fixed water was drained and removed the indwelling catheter. Per follow up information received on 19nov2021 it was stated that eventually the catheter was cut and removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2021, an indwelling catheter was replaced on a male patient. Nurse inserted a catheter of about 10 cm but there was no outflow of urine, so nurse injected about 4 ml of fixed water, but there was resistance and water could not enter any more. So, nurse decided to remove the injected fixed water (4 ml), however nurse could not pull the water out. After reporting this event to the attending physician and urologist, the catheter was cut and the fixed water was drained also the indwelling catheter was removed. Per follow up information received on 19nov2021, eventually the catheter was cut and removed.